Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited noise oversensing on the right atrial (ra) lead. Technical services (ts) recommended reprogramming options. The ra lead was stated to be a (B)(6) product. This device remains in service. No adverse patient effects were reported. This report reflects information received by the FDA in the form of a notification per 803.22 (b)(2).